Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 20024718.

Event description:
It was reported that the patients leads had high impedances. It was also reported that the patient experienced pain. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were discarded.